Manufacturer narrative:
The autopulse platform associated with this complaint was not returned for evaluation. A zoll representative provided instruction guidelines to the customer on how to clear the ua45 error message and was resolved. Also, the ua12 error message was cleared by replacing the lifeband. The autopulse platform is functioning properly. No further action required from zoll.

Event description:
During patient use, the autopulse platform (sn (B)(4)) displayed user advisory ua45 (driveshaft not at "home" position after power-on/restart) error message. Customer was unable to clear the error message and performed manual CPR. After the event, a zoll representative provided instruction guidelines to clear the error message and was resolved. However, after resolving the ua45 error message, the autopulse platform displayed ua12 (lifeband not present) error message. The customer noticed the lifeband used had a broken clip that goes into the drive shaft on the autopulse platform. The faulty lifeband was not use during the patient event, and after replacing the autopulse platform with another lifeband, the ua12 error message cleared, and the autopulse platform is functioning properly. No consequences or impact to the patient.